Event description:
It was reported that several episodes of non-sustained rv oversensing were observed due to loss of ventricular capture. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.